Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03192, 0001825034-2020-03548. Concomitant medical products: peg driver fast 2.0mm, part# fpd20, lot# unk. Peg partial thread 2.5x14mm, part# tp14000, lot# unk. Foreign - event occurred in (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately two (2) months ago, patient underwent a revision to remove dvr plates as standard removal protocol. Surgeon was unable to remove the screws due to the screwdriver tip collapsing and the screw heads being milled. The implant remained in the patient and the procedure was aborted. Attempts have been made and no further information has been provided.